Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump alarmed no delivery and motor error during an insulin bolus delivery. Last blood glucose reading is 148 mg/dl. During troubleshoot; customer performed a 5.0 unit fixed prime; customer stated the insulin did exit. Customer does not use the sensor feature and is able to rewind the insulin pump. Customer did not recall any events leading to the alarm. Nothing further reported.